Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that stent shortened after deployment. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified subclavian artery which was very close to the aortic bifurcation. A 10x30x120cm epic vascular stent was advanced for treatment. Initially it was reported that when the stent was placed, nearly half of the stent came out from the subclavian artery to the aortic arch. Follow-up confirmed that there was no issue with the stent migrating, but there was a placement problem. The stent was short 3cm and the physician was unable to adjust the location. The stent was somehow brought up to the iliac artery and an express ld stent was placed over the epic stent. The express ld stent sufficiently extended up to external ilium and the epic stent was fixed in the iliac bifurcation. A 10x40mm epic stent was placed in the subclavian artery and the procedure was completed. No further patient complications were reported.